Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was at school, the empty cartridge alarm did not occur. During troubleshooting, it was observed that as the alerts were set to vibrate while the customer was in school, the customer did not notice the empty cartridge alarm occurred when the pump ran out of insulin. The customer's blood glucose (bg) level was 300 mg/dl. The customer changed the cartridge and resumed insulin, and delivered a correction bolus to address bg level.